Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment and stent migration occurred. The target lesion was located in the right coronary artery (rca). A 12 x 3.00 promus premier drug eluting stent was advanced and deployed in the ostial rca. Following post dilation, the physician noted that the stent "dropped" from the rca to the aorta. Two-thirds of the stent remained in the rca and one-third of the stent went out to the aorta. The physician retrieved the damaged stent with a snare and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The stent had been deployed from the device and was not returned for analysis. A review of the media was performed by boston scientific corporation (bsc) medical safety and this confirmed that the proximal end of the stent was flared after the post-dilation balloon inflations. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. Contrast media was present inside the balloon. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The stent was found to have detached. Analysis found that the crimp markings on the balloon wall were less pronounced as the balloon had been inflated. A visual and tactile examination found that the hypotube was kinked at 340 mm from the hub. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage post deployment and stent migration occurred. The target lesion was located in the right coronary artery (rca). A 12 x 3.00 promus premier¿ drug eluting stent was advanced and deployed in the ostial rca. Following post dilation, the physician noted that the stent ¿dropped¿ from the rca to the aorta. Two-thirds of the stent remained in the rca and one-third of the stent went out to the aorta. The physician retrieved the damaged stent with a snare and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.